Manufacturer narrative:
It is not clear if the device is available for investigation since the catheter was reattached to the drain. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that the surgeon was placing a bactiseal external ventricular drainage catheter at the bedside in the surgical intensive care unit, when he discovered that the bevd catheter had a small slice, 3cm from the proximal end of the catheter that attaches to the drain. As a result, the surgeon cut the catheter just below the slice and attached it to the drain tubing.